Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy procedure. The surgeon connected the anvil to the circular stapler. Then fully twisted the knob and adjusted the tissue, however, the green line was not visible. The surgeon could not remove the safety release and therefore could not fire the device. The device was removed from the tissue by additionally resecting the tissue. Replaced by another circular stapler and the firing was completed with no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.